Event description:
It was reported that the patient with this right ventricular (rv) complained of dizziness, and when examined this lead presented loss of capture, so it was examined through through fluoroscopy where it was found to have a fracture, with the lead capped and surgically abandoned as a result. A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) complained of dizziness, and when examined this lead presented loss of capture, so it was examined through through fluoroscopy where it was found to have a fracture, with the lead capped and surgically abandoned as a result. A new device was implanted. No additional patient effects were reported.